Event description:
Continu-flo IV tubing connection hub malfunction and won't connect properly to IV hub. Event happened x2. Product bagged and kept for reference actually had this happen 5 times in the one day. (Note: all inventory is lot (10) r25j25055).